Event description:
It was alleged that the infusion device attempted to deliver an unintended bolus on it's own. No adverse event was reported. The infusion device was requested to be returned for product evaluation.